Event description:
It was reported that the tip of a depth gauge broke off. The break was found during the sterile processing procedure, which did not involve a patient or procedure. No additional information is available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned device shows regular use during its eight and half plus year lifespan. The silver hooked probe is broken off the black graduated slider body. The probe was returned. The complaint condition is confirmed, and is most likely due to wear over the life of the device or from damage sustained during sterile processing (when a large object was placed upon the device). A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument(s) are used during mini fragment plate implantations in the foot, hand, and craniofacial area; and proper use and maintenance are addressed in technique guide. The complaint condition was caused by wear and method of use, rather than the design of the instrument. This complaint condition is likely a result of wear coupled with inattentiveness during sterilization, and not the device's design. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted or explanted. Complaint part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacture date: february 22, 2007 - manufacture location: (B)(4) (formerly (B)(4)) the device history record was reviewed and a material record report was found on part number es0010.5 / lot 5288576 for feature d1 - undersize on supplier parts. The parts were accepted as ¿conforms¿ after verifying the parts were within specifications. This non-conformance is not relevant to the complaint because the issue is on the ball component that would not contribute to the tip breaking off. No issues were found during manufacture that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.